Manufacturer narrative:
(B)(4). Evaluation findings of debris on the fiber face.. One flexiva 200 tractip laser fiber was returned for analysis. Visual examination revealed that the exposed glass tip measured approximately 3.5 mm and appeared unused. No damage has been noted along the body of the fiber. Additional examination under magnification confirmed that the fiber tip was unused. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. Additional analysis, revealed that approximately 98% of the fiber face within the sma connector was covered with debris and a small amount of light shows through. As a result, no aiming beam was visible and effective transmission was not measured. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The condition of the returned device would cause insufficient energy transmission during ablation thereby confirming the event. The noted damages are most likely due to anatomical or procedural factors which limited the performance of the fiber. Therefore, review and analysis of all available information indicates that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on june 21, 2016 that a flexiva 200 tractip laser fiber was used during ureteroscopy with laser procedure performed on (B)(6) 2016. Reportedly, the laser unit used was a lumenis 100watt. According to the complainant, during procedure and inside the patient, when the physician was blasting the stone the laser fiber stopped firing laser energy. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.